Event description:
It was reported that the customer had blood glucose levels of either 33mg/dl or 31mg/dl. The customer also mentioned that she is having issues with her blood glucose levels not transferring from the meter to the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.